Event description:
A customer reported that an ophthalmic console exhibited instability in anterior chamber during surgery. Procedure details and patient impact were not reported. Additional information has been requested. Additional information received indicated that the patient and console experienced chamber instability during a procedure. Patient experienced post operative corneal edema. The procedure was completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative (did not) confirm nor replicate the reported event. However, as a preventive measure the fluidics module was replaced and returned on this investigation. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The fluidics module was for this investigation for evaluation. A visual assessment of the returned sample revealed no obvious nonconformities. The sample was installed into a calibrated centurion console, with no advisories displayed at startup. The sample passed all functional tests, and the reported event could not be replicated. The returned sample was working as intended. The system was found to meet specifications in relation to the reported event. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate.